Event description:
A report of difficulty charging was received. After unsuccessful attempts to reprogram the patient, the physician ordered an x-ray which confirmed that one contact on the lead could not been seen. It is unknown if the lead broke or if it is out of the epidural space. The physician has recommended the patient be explanted.